Event description:
The consumer indicated that her and her elderly aunt experienced urinary tract infections as a result of using pads. She indicated that she has been prescribed antibiotics four times this year and her aunt was hospitalized due to the infection.

Manufacturer narrative:
The device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Device was not returned by the consumer at the time of this report.